Manufacturer narrative:
Patient developed blisters on one cheek on (B)(6) 2017 after off-label bellafill dermal filler injections in both cheeks, chin, and upwards to the temporal area on (B)(6) 2017. The cause of the blisters is unknown; however, a skin infection, introduced during the injection on (B)(6) 2017, is suspected. The patient was put on antibiotics (keflex and penicillin) and resolved about 10-12 days after inception. The patient has a history of fever blisters and takes acyclovir on occasion. The account relayed that a culture of the blister area was done and nothing was found. The patient was injected in multiple areas (both cheeks, chin, and upwards to the temporal area) with the same bellafill lot number (f171071); however the blisters formed on only one cheek. Retained samples from lot f171071 were reviewed with no issues noted. Manufacturing records for lot f171071 were reviewed with no issues noted.

Event description:
Patient developed blisters on one cheek on (B)(6) 2017 after off-label bellafill dermal filler injections in both cheeks, chin, and upwards to the temporal area on (B)(6) 2017. The cause of the blisters is unknown; however, a skin infection, introduced during the injection on (B)(6) 2017, is suspected. The patient was put on antibiotics (keflex and penicillin) and resolved about 10-12 days after inception.